Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
Motor error alarm during basic occlusion test due to faulty force sensor. The insulin pump passed the displacement test. The insulin pump had a missing end cap sticker.

Event description:
The customer reported that her insulin pump alarmed motor error. Troubleshooting was performed. The alarm was cleared and the displacement test was performed, but the test failed. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.